Event description:
It was reported, the pt wanted to receive stimulation in the center of her lumbar spine. The sjm rep met with the pt for reprogramming but was unable to provide stimulation to the area. It was reported, the stimulation provided was superior and lateral to the chronic pain area. It was reported, the pt was not satisfied with the coverage, but was to utilize the stimulation for a few months and then determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.